Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor sliced the blood line tubing during a patient's hd treatment. It was noted that the blood lines were slipping from the rotor in the blood pump module. Upon follow up, it was reported that the machine alarmed with an air detected alarm two hours into treatment. The patient experienced less than 100ml of blood loss. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt said that once the new rotor was replaced, the machine was restrung and a four hour test treatment was completed without issue. The bloodlines are not available for return. An rga was requested, however was not sent back. The blood pump rotor was replaced with a new rotor and the machine was put back in service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.